Manufacturer narrative:
(B)(4). The edwards sapien xt transcatheter heart valve is indicated for use in patients with symptomatic heart disease due to either severe native calcific aortic stenosis or failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy (i.e., society of thoracic surgeons operative risk score =8% or at a =15% risk of mortality at 30 days). In this case, the oval shape of the tricuspid ring likely contributed to the severe pvl post sapien xt valve deployment. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards lifesciences affiliate in (B)(4), post deployment of a 29mm sapien xt valve in an existing edwards mc3 tricuspid ring, severe paravalvular leak (pvl) was noted. The patient was in good general condition without symptoms. The decision was made to wait until the sapien xt valve was more stable with new endothelium in order to implant a vascular plug to correct the pvl. At the time of this report, the patient was in excellent condition and scheduled to be discharged. The patient will continued to be monitored. Per medical opinion, the perceived cause of the event was related to the oval shape of the tricuspid ring. The mc3 ring is not a circle and the "3d portion" was not covered with the sapien xt valve due to the shape of the ring.